Event description:
A male underwent aaa repair in 2006 to repair a proximal type I endoleak from a pre-existing graft of another manufacturer that had migrated caudally 5-10mm. One renu device was placed. According to the follow-up report, which was saved but not yet submitted on 03-13-2008, the patient's aneurysm had expanded >5mm since the time of the renu implantation. A type iii endoleak was noted, but there was no evidence of migration or kink. It was also reported that the patient had experienced an unspecified adverse event and had undergone a secondary intervention. No additional information is available at this time.

Manufacturer narrative:
Evaluation: still under investigation.